Event description:
It was reported that bd needle sftygld 25x5/8 rb had a syringe needle connectivity issue. Verbatim: complaint via email. Email(s) attached. While giving the injection, after pushing the plunger and removing the syringe, we heard a click and the needle separated from the syringe. Needle was removed from pt leg and discarded. Pt was not harmed, no medication spilled from needle or syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.